Manufacturer narrative:
Occupation: clinical cath lab manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a zenith flex with spiral-z technology aaa endovascular graft iliac leg was difficult to advance over the wire during an endovascular aneurysm repair (evar) procedure. Using a competitor's wire, the user had difficulty advancing the device over the wire. It was noted that the coating on the wire guide was coming off. It is currently unknown if the patient had tortuous/calcified anatomy. The device was removed and a similar device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. (B)(6) hospital dock informed cook on 15feb2022 of an event with zenith flex spiral-z aaa endovascular graft iliac leg (zsle-20-90-zt, lot 14117708). When the physician went to advance the device over the amplatz super stiff wire, it was very difficult to advance. It was discovered the coating was coming off the wire and it may have been because of the zsle. The system flushed fine. The physician used a shorter device to complete the procedure successfully. It is unknown if the patient had a tortuous/calcified anatomy. Reviews of the documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned for evaluation. An 0.035 checker wire was inserted through the entire system from the proximal to distal end with no difficulties. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) for final product lot 14117708 and subassembly lot sa13939696 found no nonconformances that could have contributed to the reported failure mode. One nonconformance was found in subassembly lot sa13927245, in which the device was reworked and re-inspected prior to further processing. It should be noted that no other complaints have been associated with the final product lot number. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions. 4.2 patient selection, treatment follow-up. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 4.5 implant procedure. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Maintain wire guide position during delivery system insertion. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.